Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, target lesion was located in the severely tortuous and severely calcified left main and left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment; however, during delivery, the stent stripped off the delivery balloon and had to be retrieved using a non-boston scientific snare. The procedure was completed with another synergy stent of a different length. There were no patient complications nor injuries reported and the patient status was stable.